Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the post-operative examination, the right atrial lead exhibited a sensing anomaly. A chest x-ray revealed that the lead had dislodged. The lead was repositioned on (B)(6) 2014. The patient was doing well and the lead was functioning normally.